Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using a prostyle device after a percutaneous transluminal coronary intervention procedure, via a 7fr sheath. Reportedly, after deploying the prostyle, the device could not be advanced or retracted after closing the footplate. The device could not be removed from the patient anatomy. The patient was taken to the operating room where a cutdown procedure was performed to remove the prostyle device and the artery was sutured closed to achieve hemostasis. There was a reported clinically significant delay in the procedure due to the cutdown. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The root cause of the reported difficulties was due to operational circumstances. The material separation was confirmed, the entrapment of the device could not be confirmed as these are due to operational circumstances and cannot be replicated in a test environment. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. Based on the information provided it is likely guide broke during insertion due to angle or anatomical interference leading to the device entrapment due to the circumstances of the procedure. The subsequent treatments are due to the circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to previously filed report, additional information was received:return device analysis revealed a guide separation. Follow-up with the account reported that under fluoroscopy, the guide seemed like it might be separated. The separation was confirmed, during the cutdown procedure when the device was removed in two halves.